Manufacturer narrative:
(B)(6) 2021 lead explanted due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead, inappropriate shock delivered due to noise. Lead remains implanted. Should additional information become available, this file will be updated.